Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported blood glucose (bg) level ranged from 300-600 mg/dl, with moderate ketone levels. Customer reverted to manual insulin injections to address elevated bg. Customer changed supplies to address the occlusion alarms.